Event description:
The analyzer produced an initial serum potassium result of 73mm on a pt sample. The same sample was repeated in replicate and a 3.5 mm result was obtained both times. The laboratory did not report the initial 73 mm result, so there was no pt harm as a result of this occurrence.